Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, single, out-of-range (oor) shocking lead impedance (sli) measurement which was detected via patient remote monitoring system. The lead was retested and the measurement was within normal range. Also, all other measurements were within limits. The physician opted to monitor the patient. The system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.